Event description:
It was reported that the procedure was to treat a heavily calcified, 80% stenosed lesion in the distal left anterior descending (dlad) artery. A perforation was noted after use of a non-abbott balloon dilatation catheter. A 2.8x16mm graftmaster rx covered stent was advanced, but could not cross a previously implanted stent. Intravascular ultrasound (ivus) was performed, and noted a type 1 perforation which sealed on its own without further intervention. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.